Event description:
It was reported the "static t-handle, 3mm tip broke". Add'l info was rec'd from the customer, the tip broke during t4-s1 revision. It fell into the wound and was removed with suction, there was a spare device available, there was no delay in surgery and no reported patient injury or adverse consequence alleged.

Manufacturer narrative:
The device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based on the reported info.